Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were found with surface contamination. There was no report of adverse user or patient impact. The following information was provided by the initial reporter: "customer reports finding contamination on their 221261 plates from lot 1357036. The contamination was seen on the surface of 14 plates that came from 2 different boxes. They inspected the remaining 23 boxes and did not see any further contamination."

Manufacturer narrative:
Investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 1357036 and complaint number (B)(4) for contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1357036 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1357036. Retention samples from batch 1357036 were not available for inspection. Two photos were received for investigation. One photo shows the agar surface of six opened plates from batch 1357036 (time stamps not readable) with surface and/or subsurface colonies in each plate. The other photo shows the agar surface of four opened plates from batch 1357036 (time stamps not readable) with surface and/or subsurface colonies in each plate. No return samples were received for investigation. This complaint can be confirmed by the photos provided.

Event description:
It was reported that 14 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were found with surface contamination. There was no report of adverse user or patient impact. The following information was provided by the initial reporter: "customer reports finding contamination on their 221261 plates from lot 1357036. The contamination was seen on the surface of 14 plates that came from 2 different boxes. They inspected the remaining 23 boxes and did not see any further contamination."